Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient&#38112;replacement generator was tested with the existing lead during generator replacement surgery on (B)(6) 2009 due to end of service and system diagnostic results revealed low impedance (impedance value = 600 ohms). Prior to the low impedance observation, a system diagnostic test showed lead impedance within normal limits and the device was programmed on. No patient adverse events were reported. Review of the available programming history and diagnostic history for the patient's previous device showed lead impedance within normal limits leading up to the patient's replacement procedure. Review of the internal device data revealed that lead impedance was measured as 74 and 89 ohms during the end of the generator replacement procedure. The patient's device was interrogated on (B)(6) 2009 and the internal device data showed lead impedance within normal limits (impedance value - 1704 ohms). The last 25% change in the impedance value from this interrogation was estimated to have occurred on (B)(6) 2009, where the impedance value changed from low lead impedance to normal lead impedance. Review of manufacturing records confirmed that the current generator passed all functional tests prior to distribution. Follow-up revealed that there have been no issues with the patient's device since generator replacement surgery. The patient's device was tested on (B)(6) 2015 and diagnostic results revealed lead impedance within normal limits and a low battery condition. The patient was referred for surgery due to low battery but no known surgical interventions have occurred to date.

Event description:
Follow-up revealed that no strain relief or tie-downs were found when the patient's lead was explanted which was reported by the surgeon to have caused the lead the tangle.

Event description:
Additional information was received stating that the patient underwent generator and lead replacement surgery on (B)(6) 2015. Two lumps were noted near the clavicle. During the procedure, the surgeon noted that the lumps were portions of the lead that had been twisted and tangled in the chest due to improper placement during the initial implant procedure. The surgeon untangled the lead and diagnostic results revealed high impedance. Attempts for additional relevant information have been unsuccessful to date. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.